Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Three days after the event onset, the patient was hospitalized and treated with vancomycin injection (1gm) and ceftazidime injection (1gm) for peritonitis. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Correction added to a2: the correct age of patient was 64 years. Additional information: b5, b6, b7, d10, e1 and h6. B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued after 22 days) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued after 22 days) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the peritonitis event (22 days after the event onset). Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.